Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 had failed and was not recognized. The customer reported that when loading medication into pocket d3, the system continued to display the drawer as empty and the pocket disappeared from view. The customer rebooted the device twice, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pockets were repeatedly failing and were missing from the medication application configuration. A field service engineer reseated the row board cable connections and also reseated all cubie trays and pockets. The system was tested, and all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device.